Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the proximal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical product: linox lead, implanted: (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) five years ago. The lead was unsuccessfully explanted with a locking stylet. The stylet was cut off proximally, capped and abandoned with the lead. Fluoroscopy showed a partially broken rv lead and locking stylet. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.